Event description:
Reportedly, bad telemetry was observed during routine follow ups of symphony/rhapsody pacemakers. After complete reboot of the programmer, normal operation was observed. Events involving other units are reported under MDR# 9610579-2010-00463, 9610579-2010-00478, 9610579-2010-00479, 9610579-2010-00481 and 9610579-2010-00482.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Method (other): since the device remains implanted, the programmer files were reviewed. (B)(4). Log files were retrieved and sent for analysis (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available to the user but the user may send a copy to the manufacturer for analysis): initial files were related to follow ups performed on (B)(6) 2007; several symphony/rhapsody were interrogated on that day ((B)(4) / (B)(4) / (B)(4) / (B)(4) / (B)(4)) and telemetry errors were recorded; other follow up data dated (B)(6) 2007 were provided (corresponding to threshold tests); however, they were not related to the same devices ((B)(4) and (B)(4)) and the corresponding log files were not provided. Because the reported telemetry problems occurred with several pacemaker devices, the reported event more likely resulted from interference (medical equipments? Other equipment in the area?) Or to the orchestra itself. Replacement of the orchestra (cpr3 or orchestra completely) should be evaluated if no source of interference can be determined.